Event description:
During a pacemaker interrogation, the printer on the programmer would not print. The device remains implanted.

Manufacturer narrative:
(B) (4). Printer on programmer was not working properly. Since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: no final conclusion could be drawn about the origin of the reported printing issue, but it is related to the programmer printer, and not to the device. End (B) (6) 2008, normal operations of programmer (B) (4) were reported. Therefore, the anomaly was most probably transient. The programmer should be sent to after sales services if such behavior would recur with this programmer.